Manufacturer narrative:
(B)(4). The following additional information was received from global pharmacovigilance: the reporter stated on an unknown date, the patient was transferred off of peritoneal dialysis and placed on in-center hemodialysis. About one month after discontinuing peritoneal dialysis the patient had passed away. The pd nurse thought the cause of death was cardiac related. The event of death was not related to the dialysis solution. The patient had a past medical history of diabetes and hypertension. The reported denied having any further information. No further information was expected.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd885293 and gd884445 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient's cap came off and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the caregiver reported the following. On (B)(6) 2011 patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment was not reported. The patient was not recovered. The action taken with dianeal therapy was not reported. The consumer believed the cause of peritonitis was because the patient's cap came off while the nurse was giving him a bath and the patient just placed the cap back on. The consumer did not provide an opinion on the event of patient's cap came off.